Event description:
Patient contacted dexcom technical support and left a voice message on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Attempts were made to contact patient with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.